Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was powering off during use. The medical affairs specialist called and spoke with the patient in 2008 and obtained additional information. The patient reported that the alleged issue first occurred in the morning of a week prior to original date. He also reported that he had noticed the battery symbol on the display before the meter stopped working. However, he never replaced the battery. About a week later, on original date, the patient informed the mas that he started feeling shaky in the afternoon at about 1:00 pm. He had eaten his lunch at 12:15 pm. He had not tested his blood glucose since a week earlier, but had continued to take his diabetes medication per his regimen (actos 15 mg and glipizide 10 mg once/day). He contacted his doctor and was advised to call lifescan. The patient informed the mas that after the call to lfs, he ate something sweet and felt better. At the time of troubleshooting, it was verified that this was not a new product and that based on the information provided, there was no misuse of the product. This complaint is being reported because the patient alleged the lfs product powered off during use and later he experienced a symptom suggestive of hypoglycemia. He claimed, he treated himself with food. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.